Manufacturer narrative:
Section b5 updated. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Pt called back and repeated details from original call. Pt wants to talk to (B)(6), and was upset that I would not transfer them. Reviewed pt is speaking to the correct department. Pt requested to talk to supervisor. Offered to have a supervisor call the patient back, but pt said "just forget it, (B)(6) wants to talk to me, and if you wont transfer me then he can just call me back if he wants to". Pt then ended the call.

Manufacturer narrative:
Continuation of d10: product ID 97755 serial# (B)(6): product type recharger was returned and analysis results shows that recharger problem, cannot continue, call medtronic message. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Patient called with reference number (B)(4). Patient asked to speak with (B)(6) who is the highest person at mdt. Patient did not (B)(6) last name. Patient stated they didn't want to answer the questions on the letter because the information is not correct and they wanted to speak with (B)(6). Patient services (pss) reviewed information and pss did not have (B)(6) contact info, patient asked to speak with supervisor. Pss reviewed supervisor could call her back today and patient said that would not be necessary. Patient stated she will contact (B)(6) and he will take care of it. Patient called back and repeated previously documented information. Patient stated they had the implant for 30 years and one of the 3rd level managers was on the phone with them and they were ready to charge all of their equipment. Patient stated that all of their devices malfunctioned very dangerously and were instructed to get those off their body. Patient stated they have a very busy schedule and they do not have time to stay on the phone. Patient stated they don't want to answer the questions on the letter because the information is not truthful and they wanted to speak with (B)(6). Patient stated that their equipment was getting piping hot, it did not start low or work up to high and they started to take it off. Patient is requesting to speak to 3rd level supervisor (B)(6) (last name unknown). The patient was escalated.

Manufacturer narrative:
Section b5 updated. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from a patient (pt). They reported that pt called back stating they got a new controller and something was wrong with it. Pt reported the controller, the recharger relay box and cord were getting hot. Also the implant itself was getting hot. The new controller was also eating up the battery pack charge and depleting fast. Pt reported within a few min the controller battery pack went from 100 to 40% and 30 min later the charge was almost gone. Reviewed rtm was likely to be the root cause. Pt still insisted there was something wrong with the replacement controller. Had pt plug in the controller. Pt said the green light was blinking but not where the light was but the light was 'trying to blink down on the screen'. Pt was escalated and the agent agreed to replace the recharger, controller and battery pack. Pt mentioned rtm was replaced before. Pt also reported they told their he althcare provider (hcp) that implant never worked well. The paddle that they put only covers 2 vertebrae. Last night for the first time ever their feet felt like blocks of wood. They were not just numb. Pt had numb feet for years and knew the difference. This time the feeling was like dead weight. Pt could not even feel their feet. Pt had no falls/no trauma. Pt thought it was related to the new replacement controller that they received. Reviewed not related to externals. Pt said they think it does because it was connected by the cord when you were charging. Pt wanted to know if other pts reported the same. Looked up clinical summary. Reviewed. Redirected to hcp. Pt said they would be going to their primary hcp. Additional information was received on 2025-apr-10. Patient called back and repeated that all of their equipment was replaced because it was going bad and getting piping hot. Patient requested assistance with setting the equipment up. Agent walked patient through controller set up and confirmed patient was able to begin recharging with excellent quality. Patient confirmed the controller was 100% and the implant was 50%. Patient called and mentioned that they have received the replacement for the recharger. Patient was confused on which one was the old recharger and what was the replacement. Patient mentioned that the old recharger was damaged. Thecord was pulled a little bit. Updated the serial number of the old recharger and added the serial number of the recharger recently sent.

Manufacturer narrative:
Continuation of d10: product ID 97755, serial# (B)(6), product type: recharger. Product ID 97755-svc, serial# (B)(6), product type: recharger. Product ID 97745bp, serial# (B)(6), product type: accessory. Product ID 97745, serial# (B)(6), product type: programmer, patient product ID 97745, serial# (B)(6), product type programmer, patient. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that they are having trouble with the charger. Patient stated it is taking forever to charge the implanted neurostimulator and they will have it on excellent and in just a few seconds it will switch to good and then back to excellent and back and forth. Patient also stated they have groups a and b and they put it on group b and it will jump over to group c. Agent reviewed that could be related to the implant however not the external equipment. Patient mentioned they saw dr. On monday and everything seemed to be ok. During the call patient verified no damage to the recharger. Patient reset the controller and attempted to charge their implant, patient was able to start charging with excellent quality. The issue was not resolved. An email was sent to the repair department to replace the controller. Agent called cs to request for a new controller to be sent and for the controller to be sent saturday shipped however the order had already went out so it was uncertain if the change could be made. Pt called back stating they got their new controller and they had been trying to set it up; they got to a screen where it showed 80% for the number for charging and it said highest number wait 10 minutes then it would go to checking charger quality. During call pt had a really hard time unplugging the rtm from the controller. Pt verified no damage to the rtm or controller charging port. Pt reset the controller and the controller instructed them to set up the controller. Pt was able to successfully pair their new controller and was able to recharge the ins at excellent. The controller was at 90% and ins was at 70%. Agent walked pt through changing the date and time.

Manufacturer narrative:
Section h6 corrected. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.